Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female]. Fatigue [fatigue]. Sleep disturbances [sleep disturbance]. Adenomyosis [adenomyosis]. Endometriosis [endometriosis]. Dietary problems [eating disorder, unspecified]. Vomiting [vomiting]. Malaise [malaise]. Lower back pain [low back pain]. Chronic tendinitis [tendinitis]. Diffuse joint pain [joint pain]. Skin rash [skin rash]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted (lot no. He011fa) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of parity 2. Concurrent conditions were listed as asthenia, epicondylitis, asthenia, fibromyalgia, faint, diarrhoea, contracture, sleep disturbance, mastopathy and pain in foot. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue"), sleep disorder ("sleep disturbances"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), eating disorder ("dietary problems"), vomiting ("vomiting"), malaise ("malaise"), back pain ("lower back pain"), tendonitis ("chronic tendinitis "), arthralgia ("diffuse joint pain ") and rash ("skin rash"). The patient was treated with surgery (hysterectomy and a right salpingectomy). At the time of the report, the outcomes for fatigue, sleep disorder, adenomyosis, endometriosis, eating disorder, vomiting, malaise, back pain, tendonitis, arthralgia and rash were unknown. The reporter considered adenomyosis, arthralgia, back pain, eating disorder, endometriosis, fatigue, malaise, pelvic pain, rash, sleep disorder, tendonitis and vomiting to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2017: indicated only one right-sided. Implant due to a left salpingectomy. [Allergy test] on (B)(6) 2018: positivity to nickel. [Hysterosalpingogram] on (B)(6) 2017: evealed tubal endometriosis. [Ultrasound scan] on (B)(6) 2016: uterine adenomyosis; on (B)(6) 2017: bilateral microcysts. The most recent follow-up information incorporated above includes data received on: 12-may-2026: patients date of birth added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.